Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that during implant of impella cp the physician obtained access in right common femoral artery, peripheral angiogram showed vessels unable to accommodate impella cp. Aborted placement due to patient anatomy.

Manufacturer narrative:
Correction e4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Difficult to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had difficult anatomy preventing successful delivery of impella. Device history review: the device passed all post sterile inspection checks.